Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or per imaging review. The presence of an slda as described in the complaint event was confirmed through imaging evaluation and available information. Possible contributing factors to the post-procedural slda include- procedural (inadequate leaflet grasping, misinterpretation), patient-related (dense chords), and imaging (inaccurate view planes, no final leaflet grasping clip recorded) issues based on imaging review and investigation findings. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. Not returned.

Event description:
Edwards received notification of a pascal in tricuspid position where ace device deployed resulted in slda post procedure. The cause of slda was inadequate leaflet insertion. Tr before procedure was severe to massive and after procedure was mild to moderate. Tr after the slda went back to baseline. Re-intervention was performed on (B)(6) 2023 but were unable to place a device due to septal chords. Patient is stable.